Event description:
The customer reported that the nurse noticed that the leads were showing a normal sinus rhythm (nsr) rhythm, but the monitor was reading it as asystole. She tried repositioning the leads and nothing worked. She replaced the leads with a new set and they were fine. According to the customer, the only thing the registered nurse (rn) can think of was that she was giving a bed bath with the medline ready bath wipes just prior to this happening. But the leads were not overly saturated with fluid. There was no harm reported.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.